Manufacturer narrative:
In response to FDA report number: mw50900025. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was lymphadenopathy, inflammation/irritation, sensation increase/decrease, and pain. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Patient reported right side ¿inflammation¿, ¿swollen and tender lymph nodes in breast area¿, ¿numbness tingling sensation in upper and lower limbs¿, and ¿general chest discomfort¿. Patient additionally reported ¿multiple health complications¿, ¿brain fog, hair loss, dry skin and hair, premature aging, anemia, low white blood cell counts¿, ¿poor sleep and insomnia, decline in vision, hormone imbalance, low libido, metallic tests in mouth, leaky gut¿, ¿night sweats¿, ¿ear-popping, sudden food intolerance and allergies, slow muscle recovery after activity, heart palpitations¿, ¿chronic dehydration¿, and ¿anxiety¿, ¿diagnosis of autoimmune disease¿, ¿sjogren's syndrome¿, ¿extreme fatigue¿, ¿muscle and joint pain¿, ¿ibs¿, ¿skin rashes¿, ¿reynaud's syndrome: cold and discolored limbs, hands and feet¿, ¿chronic shortness of breath¿, and ¿depression¿ not device related. Device has been explanted.